Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported gas loss warnings. They checked fittings but could not resolve. They swapped to a different pump and resolved the issue. Fse could not duplicate the reported issue but did find that there were a lot of ec#77 in the logs, some with the "adjustment required¿. The compressor passed testing but seemed to build pressure very slowly. Fse replaced the compressor and completed a full calibration, the new compressor tested good. A full pm was completed.

Event description:
N/a.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had gas leak alarm and hissing sound in the bottom of the machine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter, event site email).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, h2, h6 (medical device ¿ problem code), h11. Corrected fields: b5, h6 (medical device ¿ problem code, type of investigation).

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp)had gas leak alarm, hissing sound in the bottom of the machine. There was no patient harm reported.